Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the jaws of the device would not close during procedure. No adverse events have been reported. Additional information has been requested but not yet received.